Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. Review of the failure matrix analysis was carried out and this had indicated that the risk was included, and the current controls were sufficient. The current rating for the failure mode in question is within the expected levels for the complaint. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported.

Event description:
Event description: ecn event description: the physician went to place a counsel tip catheter over the wire, it unspiraled and frayed into pieces what troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: no what is the next course of action?: new wire patient present at time of event?: yes patient complications: no patient complications. Event date: (B)(6) 2024. As reported device codes: 2446: unraveled material as reported patient codes: 9398: no clinical signs, symptoms or conditions device/procedure outcome: procedure completed via alternative method, unable to use device - attempted, different device used (same model) patient outcome: f26: no health consequences or impact.

Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. Review of the failure matrix analysis was carried out and this had indicated that the risk was included, and the current controls were sufficient. The current rating for the failure mode in question is within the expected levels for the complaint. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported.

Event description:
Event description: ecn event description: the physician went to place a counsel tip catheter over the wire, it unspiraled and frayed into pieces what troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: no what is the next course of action?: new wire patient present at time of event?: yes patient complications: no patient complications. Event date: 2024-8-1. As reported device codes: 2446: unraveled material. As reported patient codes: 9398: no clinical signs, symptoms or conditions. Device/procedure outcome: procedure completed via alternative method,unable to use device - attempted,different device used (same model). Patient outcome: f26: no health consequences or impact.